Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/20/2022 it was reported by a sales representative via sems that an ar-1995shn was used in implant removal surgery after acl reconstruction on (B)(6) 2021. When the screw was removed, the product was broken, and the broken piece fell off inside the screw. The broken piece and the screw could not be removed and the surgery was completed with the screw left in the body.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1995shn was received for investigation. Visual inspection identified that the distal tip of the drive geometry had sheared off, with the breakage site noticeably twisted. Assessment with digital micrometer ID: 224 identified that the driver shaft met design specifications. The probable cause is attributed to over-torquing/over-engaging the driver within the screw head during use.